Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number and expiration date are currently not available.

Event description:
Biceps tenodesis, surgeon - (B)(6), (B)(6) hospital, (B)(6) 2017. Surgeon noticed that instrument failed to pass suture, checked the needle and noticed it was broken. Needle tip not found. Now something appears stuck in the gun and a new needle can't be passed down the instrument. Replaced with competitor product. Fifteen minute delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. No lot numbers were provided as they were unknown, which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> null, device history batch ==> null, device history review ==> null, UDI: (B)(4). Depuy synthes has been informed that the lot number and expiration date is not available.